Event description:
The facility reported that this device was underfusing. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the infusion pump tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. A corrective and preventative action has been initiated.